Event description:
Pt put a new avaira toric (enfilcon a) contact lens in the eye and it started to become irritated 45 minutes later. Pt removed the lens mid afternoon because of poor vision ("milky") eye started to hurt and water. Pt's best corrected visual acuity decreased for longer than 7 days as a result of the incident. Pt was wearing lenses on a daily wear basis. Pt was refit into the biofinity toric and as of (B)(6), 2011, the pt's ocular status had fully resolved.

Manufacturer narrative:
Event was reported by eye care practitioner directly to coopervision. No product has been returned. Method: no lot info, no lenses, no device info, no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as a reduction of visual acuity lasting longer than 7 days with no causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.